Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause the syringe watchdog issue was due to a software issue and was corrected by a software update the proximate cause of the handle, barrel clamp assembly, carriage assembly, latch assembly, front case, and rear case component damage was reported by service to be due to wear. The proximate cause of the iui related issue was reported by service to be due to corrosion caused by wear.

Event description:
The device was damaged.

Manufacturer narrative:
Bd aware date (b4) and global reportability date have been updated.

Event description:
The device was damaged.

Manufacturer narrative:
Revised b4 and g4 to 15may2018.additional information added to: b4*****************************************************************************

Event description:
The device was damaged.

Manufacturer narrative:
H10: the 8110 syringe recall was evaluated and addressed during the service repair process. A review of the device history record was performed, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There was no reported patient involvement. This device is used for therapeutic purposes.